Event description:
It was additionally noted that a clip was placed on support day 5 during an esophagogastroduodenoscopy as result of the ongoing gastrointestinal bleeding.

Manufacturer narrative:
Additional narrative added to b5 to capture clip used to treat gastrointestinal bleed. H6 health effect - impact code added surgical intervention for additional information not previously reported.

Manufacturer narrative:
Correction: h6 health effect - impact code 19 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 as escalation of therapy from an impella cp. The patient had presented to the hospital with worsening chest pain and hypotension. The patient was found to be in st elevation myocardial infarction and diabetic ketoacidosis. The patient was brought to the cardiac catheterization laboratory and was implanted with an impella cp via the right femoral artery in the setting of acute myocardial infarction and cardiogenic shock. Impella cp support was initiated with no complications, and a percutaneous coronary intervention was performed with impella cp support. The patient was then transferred to another hospital for additional therapy. After transfer, the patient developed pericardial effusion and cardiac tamponade and was placed on venoarterial extracorporeal membrane oxygenation (va ECMO). The decision was then made to bring the patient to the cardiovascular operating room for a pericardial window and an impella 5.5 placement. Following the procedure, the impella 5.5 was prepped and inserted via the right axillary artery without complications. The impella cp was explanted and a 12 french cook sheath was placed at the impella cp access site. Impella 5.5 support was initiated, and the patient was transferred to the intensive care unit for rest and recovery. On impella 5.5 support day four, the patient developed a gastrointestinal (gi) bleed and received a blood transfusion. On support day six, the patient was transfused with one unit of packed red blood cells (prbcs). On support day seven, the patient was transfused with two units of prbcs, and it was noted there was no active signs of bleeding. On support day eight, the patient received another two units of prbcs. On support day 13, the patient was noted to continue to be transfused with two units of prbcs per shift. Computed tomography was performed and no gi bleed was revealed. There were no signs of hemolysis, and no signs of another source of blood loss. On support day 14, the patient received one unit of prbcs. Additionally, the patient experienced blood stools. On support day 18, the patient was transfused with one unit of prbcs. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. This complaint involves two impella devices: pump 1: impella cp, with serial number: (B)(6). Pump 2: impella 5.5, with serial number: (B)(6). This report specifically addresses pump 2: impella 5.5. A separate report was submitted for the other device associated with this complaint. Refer to section h10 for the related report number.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.